Manufacturer narrative:
The recipient was discharged from the hospital. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the this event to be non-reportable. The infection was reportedly for the middle ear. The infection is not believed to be device related. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly experienced persistent infections. The infections are not believed to be device related. The recipient's device was explanted. The recipient was not reimplanted. The explanted device was received by advanced bionics on december 12, 2024. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section: h.6. The recipient is experiencing an infection in the implant area. The recipient is reportedly hospitalized. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. A smear test confirmed pseudomonas bacteria. The recipient is presenting with weakness and vertigo. The recipient is reportedly receiving treatment in the hospital (type unknown). The recipient is continuing to use the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.